Event description:
It was reported that, "following the discharge of an open heart surgical patient, the patient presented with a reddened area and small blister at the ground pad application site. The area was treated topically and healed.